Event description:
Dr (B)(6) implanted a vascular graft into a pt on (B)(6) 2010. Pt was reoperated on to excise graft on (B)(6) 2010, due to possible pseudoaneurysm. Replacement graft surgery completed on (B)(6) 2010. (B)(6), rn at (B)(6), reported this event because pt had to undergo multiple surgeries. According to dr (B)(6), the pt is doing well following surgery. Diagnosis: segmental arterial replacement.